Manufacturer narrative:
Product complaint # (B)(4). D4: batch # u5a09c . Investigation summary the analysis found that one psee45a device was returned with no apparent damage and with no reload present, visual analysis of the knife showed that, the knife had a small nick. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The event described could not be confirmed as the device performed without any difficulties noted, the staple line was complete, and the staples were properly formed. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meet the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: what were the indications for surgery? Adenocarcinoma with a diameter of 7 cm on the left upper lobe. What was the named vessel being fired on? Segmental artery for the anterior and apical segment of the left upper lobe. What is meant by ¿staple line ripped¿? Staple line was ripped open. Please clarify what is meant when mentioning two sides of staple line since the distal side is most likely removed with the specimen. They've checked the staples on the part that had been removed and there the staples were fine. The staples on the vessel / staple line of the vessel was ripped open and caused the bleeding. Were blood products required? If so, how much? Yes, 3 liters. Were any clips used in the vicinity? No. Were any unusual noises heard during firing? No. Were clips and suture used to complete the reoperation? Multiple sutures (prolene 4.0), because of the poor quality of the blood vessel. Will the device be returned for analysis? To be checked; note due to covid-19 restrictions this will be delayed. What is the current patient status? Still hospitalized, expected to return to home on thursday may 14. Patient currently only still has a thorax drain and is expected to fully recover.

Event description:
It was reported that during a lobectomy of the left upper lobe performed on april 23rd, the staple line was ripped. The surgeon used a white reload on a side branch of the arteria pulmonalis. Several tests were executed to check the integrity, including a leakage test, all were negative. They closed the patient and right after extubation, the patient started to heavily bleed. The patient's situation was critical and chest massage was performed for some minutes. They had to re-open the patient and checked the staple line. One side of the staple line showed proper b-formed staples, but on the other side all staples seemed to be disappeared / ripped open. To complete the procedure, the surgeon used clips and suture. They've completed the procedure and the patient could go to the recovery. It seemed like the patient was stable, although the surgeon was not fully sure if the patient will make it throughout the night. Note: surgeon experienced a similar issue a few weeks ago. This was with a grey reload. Due to this issue he now switched to white reloads. He wants to know if there is potentially a relation between them (current higher product complaint ratio for this product, during this kind of procedure). Note: the surgeon usually uses a psee60a, also on blood vessels (so no pvs). He doesn't always have the habit to wait for 15 seconds on this kind of fragile tissue. Check on patient's situation on april 27: stable, still some cardiac issues but nothing which will last. Can go to a normal hospital room on april 28.